Event description:
It was reported that a pt underwent a gynecological procedure in 2008. During the procedure, while morcellating a large fibroid, the blades dulled and would not work at all. Another hand piece was used to successfully complete the procedure with no adverse pt consequences.

Manufacturer narrative:
Conclusion codes: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly. A review of the batch mfg records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2008-00709. The same pt is represented in each medwatch.